Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was a loud noise while the rotor was moving. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that the reported issue occurred on the image acquisition system (ias.)

Manufacturer narrative:
A medtronic representative went to the site to service the system. Following a complaint about abnormal noise during 3d scan, cover pieces and a broken wing from the cooling fan was found inside the rotor area. Cover pos louvre found bent, probably because the edge of it got caught in the bed while going backwards- this cover has been straightened and aligned and the cooling fans placed back- these fans were replaced few month ago. When the system was checked, rotating the rotor a bearing gurgle is heard probably coming from the tractor mechanism. Also, bottom cover surface is broken badly, the holes drills are broken so that they could not be grasped with the screws to the lexan channels (which are broken too). In addition, upper door cap cover has fractures from hitting the wall. These damaged components were replaced and the system was then functioning as intended. The drive rotor tractor was returned for analysis. Confirmed reported complaint, "loud noise while the rotor is moving." Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows belt worn from use causing the belt to be louder than normal when drive assembly is rotating. This regulatory report is being submitted due to retrospective review through CAPA: 626390. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000192, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.